Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen had been cracked for some time, and on the day of the report the pump housing was coming apart and the touchscreen became unresponsive, which prevented device use; the device component involved was the touchscreen and the medical device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen and separation of the pump housing. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.